Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving inappropriate high voltage therapy due to far p-wave oversensing. The lead was repositioned. Patient was fine after the procedure.